Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00019. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00019 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Did the jada device stop control the bleeding? No. Jada system was not inserted correctly and the patient got a bakri successfully placed [wrong technique in device usage process]. Case narrative: this initial spontaneous report originating from united states was received from health care professional (hcp) via customer account specialist (cas), referring to a non-pregnant female patient of unknown age. This report concerned 1 patient and 1 device. The patient's concurrent conditions, concomitant medications and drug reactions/allergies were not reported. On an unknown date, the patient became pregnant and had a delivery. On an unknown date, the patient underwent vacuum-induced hemorrhage control system (jada system) insertion via vaginal route (lot#, serial # and expiration date were not reported) for postpartum hemorrhage. It was reported that the vacuum-induced hemorrhage control system (jada system) came with a blue seal valve kit and green carton. The operator of the device was a midwife. Vacuum-induced hemorrhage control system (jada system) was not inserted correctly (wrong technique in device usage process) and the device did not control the bleeding (device ineffective). It was also reported that the vacuum-induced hemorrhage control system (jada system) worked without any issue, but the bleeding continued. Vacuum -induced hemorrhage control system (jada system) was removed and a bakri was successfully placed to control the bleeding. The reporter stated that she did not know the date of occurrence or the cause of the post-partum hemorrhage and had no additional information to provide. No other adverse event (ae) or product quality complaint (pqc) was reported. The availability of vacuum-induced hemorrhage control system (jada system) for evaluation was unknown. Upon internal review, the events device ineffective and wrong technique in device usage process were determined to be serious as a medical intervention was required. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model# 2002 from previously reported model # 1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00019. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00019 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).